Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a urological procedure in 2007 and was sent home with celebrex and levaquin. On the following month, the pt complained of pain and difficulty urinating and was given pyridlum and more levaquin. On one month later, the pt continued to have urinary urgency, incontinence, and burning and was given utira-c four times per day for seven days. On the next month, the pt had some incontinence and pain after urination. A cystoscopy was performed and no strictures or obstructions were found. An ultrasound and CT scan were performed. A second cystoscopy was performed on a week later, and an abscess of the prostate was found and drained. The pt is currently doing well. The surgeon opines the abscess is not laser/fiber related.